Event description:
Reportable based on the device analysis completed on 31may2022. It was reported that an error message occurred. The target lesion was located in the femoral vein. An angiojet zelante was used in a thrombectomy procedure. During the procedure while in power pulse mode, saline error message was repeatedly showed and the tube part was found to be filled with saline. The procedure was completed with another of the same device. There were no patient complications reported and patient was normal. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Device evaluated by MFR.: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. There were multiple bends and kinks on the catheter shaft. Functional testing was attempted per device preparation. The pump was inserted into the ultra drive unit console. The pump and device would not prime. The device was dissected to find a broken hypotube located 2cm from the tip. The devices pressure was below the designed pressure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.